Event description:
Abbott diabetes care was made aware of adverse events per literature review study ¿seven participants (39%) reported skin reactions with a total of nine episodes, one of which required oral antibiotics, and the others required topical treatment with emollients or steroids alone.¿ there was no report of death or permanent injury with any of the adverse skin reactions.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this reported issue. This tripped trend was investigated and addressed as per adc process and procedures and it was determined that no trends were identified that would indicate any product related issues. Therefore it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care was made aware of adverse events per literature review study ¿seven participants (39%) reported skin reactions with a total of nine episodes, one of which required oral antibiotics, and the others required topical treatment with emollients or steroids alone.¿ there was no report of death or permanent injury with any of the adverse skin reactions.

Event description:
Abbott diabetes care was made aware of adverse events per literature review study ¿seven participants (39%) reported skin reactions with a total of nine episodes, one of which required oral antibiotics, and the others required topical treatment with emollients or steroids alone.¿ there was no report of death or permanent injury with any of the adverse skin reactions.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted."

Manufacturer narrative:
This report covers the multiple sensors used by the 7 patients in the literature study who experienced adverse skin reactions; both the exact number of sensors used and all sensor serial numbers are unknown. The reported product is not expected to be returned; if product is returned or additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care was made aware of adverse events per literature review study, "seven participants (39%) reported skin reactions with a total of nine episodes, one of which required oral antibiotics, and the others required topical treatment with emollients or steroids alone". There was no report of death or permanent injury with any of the adverse skin reactions.

Manufacturer narrative:
The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided for libre sensor kit. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this reported issue. This tripped trend was investigated and addressed as per adc process and procedures and it was determined that no trends were identified that would indicate any product related issues. Therefore it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The reported product is not expected to be returned as the customer indicated product could not be returned due to [complaint is extracted from literature reviews]. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care was made aware of adverse events per literature review study ¿seven participants (39%) reported skin reactions with a total of nine episodes, one of which required oral antibiotics, and the others required topical treatment with emollients or steroids alone.¿ there was no report of death or permanent injury with any of the adverse skin reactions.

Event description:
Abbott diabetes care was made aware of adverse events per literature review study ¿seven participants (39%) reported skin reactions with a total of nine episodes, one of which required oral antibiotics, and the others required topical treatment with emollients or steroids alone.¿ there was no report of death or permanent injury with any of the adverse skin reactions.

Manufacturer narrative:
The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided for libre sensor kit. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The available tripped trend reports were reviewed for the product for the last year. The review identified a tripped trend for this reported issue. This tripped trend was investigated and addressed as per adc process and procedures and it was determined that no trends were identified that would indicate any product related issues. Therefore it has been determined that no further actions are required at this time. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. The reported product is not expected to be returned as the customer indicated product could not be returned due to [complaint is extracted from literature reviews]. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.